Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi74074 was released in a single batch. Batch1: lot quantity of 53 units were released on (B)(6) 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,: a product investigation was completed: the xpdm quick-con si poly scwdrvr received. The device was received with all components present. The distal tip of the device is broken as the drive feature has completely broken off. There are surface scratches along the sleeve component of the device. The sleeve marker is discolored, the anodization has lightened. The received condition is consistent with the complaint condition thus the complaint is confirmed. Distal tip was completely broken so shaft diameter just proximal to the breakage was measured and was found to be conforming. The relevant drawings were reviewed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint was confirmed for the received xpdm quick-con si poly scwdrvr as the distal tip of the device was broken. The drive feature was completely broken off. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, the surgeon performed a revision posterior spinal fusion which included removal of the prior implanted spinal elements - mercury classic hardware. There construct hardware that was being removed was from l2-l4 on the left side and l2-s1 on the right side. They successfully removed all the hardware and replaced the pedicle screws with viper corticalfix screws. All the screws were placed successfully. The event happened prior to placing the rods. The surgeon wanted to advance the right sided pedicle screw into the pedicle about a thread. According to the surgeon, he asked for an expedium quick connect poly driver and attempted to advance the screw without engaging the sleeve to the poly-head. The screw made a screeching sound then the tip of the screw broke off. Earlier in the case the surgeon removed the mercury 6.5x50mm pedicle screw and implanted a 7x50 viper corticalfix screw and heard the screw making squealing noises as he implanted the screw. After the poly driver broke, the surgeon seated a 30mm x5.5mm ti rod into the head of that screw and placed a set screw in the head. The surgeon final tightened the set screw. Then he tried to back out the screw to remove it. As he was using the counter torque to spin the screw counter clockwise the screw head made some noise and started to spin freely. The head broke free and would not spin out of the pedicle. The surgeon chose to leave the screw in the patient with the screwdriver tip imbedded into the shank of the screw. The surgeon would like an explanation as to why the screw head broke free from the shank of the screw. He is wondering if the system is flawed and he believes once the set screw is final tightened the screw is turned into a mono screw. The surgeon would like to speak with a senior engineer to understand better what happened. The procedure was successfully completed. Fragments were generated and not easily removed. There was a surgical delay of five (5) minutes. There were no patient consequences. Concomitant device reported: unknown set screws (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices.